Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant close door. Evaluation experienced door not fully latched alarms corresponding to the reported symptom caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant close door message in labor and delivery care area. It was also reported that there was no patient injury.